Manufacturer narrative:
Event description corrected to retrograde dissection.

Event description:
It was reported during ballooning the ascending aorta dissected retrograde to the aortic root and the patient expired.

Manufacturer narrative:
Additional device implanted and involved in this event: tgu404010/15592189. Lot 10560463: (B)(4). Lot 15592189: (B)(4). Concomitant medical products: the patient¿s medications include; nifedipine, clonidine, fexofenadine, fluticasone propionate, flonase, atorvastatin, calcium, benzonatate, allegra, aspirin, oxybutynin and atenolol. (B)(4).

Event description:
On (B)(6) 2013, the patient underwent endovascular treatment of a thoracic aortic aneurysm with a conformable gore tag thoracic endoprosthesis. During the initial implant procedure, a carotid-subclavian bypass was performed and the left subclavian artery was intentionally covered. There were no reported device issues, no evidence of endoleak and the patient tolerated the procedure. A post implant CT performed on (B)(6) 2016, identified a proximal type I endoleak. Aneurysm enlargement was not reported. On (B)(6) 2016, an intervention was performed to treat the persistent endoleak. A carotid-carotid bypass was performed with planned coverage of the left common carotid artery. An additional conformable gore tag thoracic endoprosthesis was implanted for 2 cm of proximal extension on the previously implanted tag device. No positioning or deployment issues were reported during the implantation of the tag device. Reportedly, intra-operative imaging identified a large area of calcium on the inferior curve of the aorta. In an attempt to seat the tag device, the physician elected to utilize a gore tri-lobe balloon catheter and ballooned this area. It was noted that extensive and aggressive ballooning was performed more than twelve times in the area. It was reported during ballooning the ascending aorta dissected antegrade to the aortic root and the patient expired. It was reported the physician attributes the patient¿s death to the antegrade dissection of the ascending aorta and does not believe the gore endoprosthesis caused or contributed to the patient¿s death.